Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited low pacing impedance and experienced a polarity switch to unipolar after the impedance drop. The lead currently remains in use and a lead revision will be scheduled. No patient complications have been reported as a result of this event